Event description:
The report states emergency medical technicians responded to a person described as "obviously long dead" and connected the device. According to the reporter, the analyze button was pressed. The device advised a shock. The reporter is complaining the devoce advised a shock on a long dead person.